Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from loose tubing on port 3 of the differential shear valve (cvl85/126). The fse replaced the tubing. The instrument was able to run without leaks. Repairs were verified per established procedures.

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately two (2) to three (3) ml and was contained within the instrument. The customer was performing instrument maintenance when the leak was found and also reported finding crystals of dried reagent on the shear valve. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing a lab coat, gloves, and face shield eye protection at the time of the occurrence. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.